Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: doctor who drained them is 99% sure that the patient has breast implant-associated anaplastic large cell lymphoma (bia-alcl)", "brand of implants has been recalled, previously demonstrated fluid effusion has resolved", "no current drainable fluid collection", "intracapsular silicone is seen which may be reflective of a slow leak".

Event description:
Patient reported for left side "doctor who drained them is 99% sure that the patient has breast implant-associated anaplastic large cell lymphoma (bia-alcl)", "brand of implants has been recalled". No histopathological markers reported. The device remains implanted. Patient reported "previously demonstrated fluid effusion has resolved", "no current drainable fluid collection", "intracapsular silicone is seen which may be reflective of a slow leak".